Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord. The system operates as intended.

Event description:
The customer reported the system intermittently shuts down when moved. No pt injury was reported.